Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker reported a syncopal episode. The patient requested data from their device. Boston scientific technical services (ts) recommended the patient follow up with their physician for device interrogation. The field representative contacted the account several times but was unable to obtain any additional information.